Event description:
The patient reported that five cleo infusion sets from the same lot were leaking. Her blood glucose level rose to 384 mg/dl when she noticed leakage at a second infusion site. She then changed the site using a set from a different lot and administered a correction dose. At the time of the call, her blood glucose had decreased to 213 mg/dl. The patient was involved in managing the issue, and no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.